Event description:
Customer reported that summit delivered uneven levels of sample or reagent to row h of a microwell plate. No error was generated by the summit. No death or serious injury was associated with this incident.